Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that the patient developed open/bleeding sores under the electrodes. The patient had one of the sores cleaned while they were in the hospital. The patient also reported receiving daily antibiotic infusions to ensure that the patient does not develop an infection. Follow up indicated that the sores healed.